Event description:
Pt was admitted on 3/25/99 and had catheter inserted at that time. Nurses were to change the catheter on 3/30/99. Nurses attempted aspiration unsuccessfully. Nurses also cut the catheter which was unsuccessful in deflating the balloon. A urologist was consulted, and used an 18g spinal needle intra vaginally to punture and deflate the balloon.